Manufacturer narrative:
(B)(4). Batch # p92e76. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, a teardrop-shaped clip was formed. Then the same device was fired several times, but the clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/03/2017. D4: batch # p92e76. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2024. Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.